Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: at the first firing was done the doctor confirmed the malformation of staples. Operating time extended: more than 30 min. New one was opened to complete the case with no problem. No patient harm. The patient current status: good. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Oozing bleeding. Reported no problem in release from tissue. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4)